Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016; product type extension.

Event description:
Information was received from a patient who was implanted with a neurostimulator for malignant pain via a manufacturer representative. It was reported that there was an increase in post implant pain at the implantable neurostimulator site. The patient had a fall a few weeks after implant. Manufacturer's records indicate that the patient was implanted on (B)(6) 2016. There were no diagnostics done. The manufacturer representative called the surgeon to report that the patient had called him about the pain at the battery site. The implantable neurostimulator and extensions were explanted the day of the report to resolve the pain at the pocket site. It is unknown at this time if the leads were explanted. The patient's medical history includes trigeminal nerve pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.